Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that at an unknown time post-op, four set screws had migrated at l5-s1 and the rod was backed out of the screw. "The patient had ossified bone and no neurology symptoms or pain. The patient can hear creaking. L4-s1 is fused."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.